Event description:
Device 2 of 2. Reference MFR report #16727487-2014-08316. It was reported the pt alleges effective stimulation therapy was never established from his scs system. An sjm representative met with the pt for reprogramming. However, during programming, the pt reported experiencing uncomfortable stimulation that went away when stimulation was turned off. The pt will follow-up with his implanting physician to determine the next steps to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.